Event description:
Caller states patient tested 5.4 mmol/l on the inform system, while a comparison lab returned as 2.6 mmol/l within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).